Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body/fluid in all conductors (not obstructed) and blood in/on the helix mechanism. The outer insulation was breached cut, there was a white substance and a cosmetic depression. The lead was stretched and there was apparent explant damage.

Event description:
It was reported that during a changeout procedure the right atrial lead became dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.